Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode were explanted due to inappropriate shock, oversensing of noise, and migration. The electrode dislodged and coiled in the intermuscular pocket along with the device. As this sicd delivered inappropriate therapy due to oversensing of noise, causing short circuit to system. A new sicd and electrode were successfully implanted. The explanted system is expected to be returned for product analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode were explanted due to inappropriate shock, oversensing of noise, and migration. The electrode dislodged and coiled in the intermuscular pocket along with the device. As this sicd delivered inappropriate therapy due to oversensing of noise, causing short circuit to system. A new sicd and electrode were successfully implanted. The explanted system is expected to be returned for product analysis. This electrode has been returned, and product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities besides typical surgery-related damage which is not considered abnormal. In conclusion, laboratory testing was unable to confirm the reported clinical observations, and detailed analysis did not reveal any abnormalities. A conclusion of known inherent risk of device was selected based and field observation of erosion of the skin. Skin erosion and device migration are known issues for implanted device.